Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they noticed over the last 6 months they have had to charge their implanted battery more frequently. Patient stated they used to only charge every couple of days, but now they charge maybe every 3-4 days. Patient stated they were told their battery has a 5-10 year life span, and asked if that could be why. Agent reviewed longevity information with the patient. Agent reviewed frequency is based off of usage and therapy settings. Patient stated they did not make any therapy increases or changes. Agent documented information given on call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.